Event description:
It was reported that after powering on the system and receiving a non-recoverable 319 error. Neal stated that they checked all of the fiber connections and restarted the system 3 times. The technical service engineer walked neal through a hard power cycle of entire system with emergency power off (epo) and error 319 persisted. System is located at the surgical performance lab in the simulation department. Further troubleshooting required. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.